Event description:
It was reported that two inappropriate shocks were reported involving this device. A request for review of the episodes was sent to technical services (ts). A review of the data by ts noted that the last treated and untreated episodes show the loss of signal and non physiologic artifacts. Ts noted that this issue could be related to an electrode integrity issue or a sense b node issue; impairment of the contact in the device header to the contact of the sensing node b. An x-ray would be needed for further investigation. Ts further discussed that the secondary vector appeared to be a viable vector and in case no noise is possible to recreate. Additional information noted that the system was explanted per the patient request and will not be returned as a boston scientific representative was not present at the explant. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two inappropriate shocks were reported involving this electrode. A request for review of the episodes was sent to technical services (ts). A review of the data by ts noted that the last treated and untreated episodes show the loss of signal and non physiologic artifacts. Ts noted that this issue could be related to an electrode integrity issue or a sense b node issue; impairment of the contact in the device header to the contact of the sensing node b. An x-ray would be needed for further investigation. Ts further discussed that the secondary vector appeared to be a viable vector and in case no noise is possible to recreate. Additional information noted that the system was explanted per the patient request and the electrode was returned. No additional adverse patient effects were reported.

Event description:
It was reported that two inappropriate shocks were reported involving this device. A request for review of the episodes was sent to technical services (ts). A review of the data by ts noted that the last treated and untreated episodes show the loss of signal and non physiologic artifacts. Ts noted that this issue could be related to an electrode integrity issue or a sense b node issue; impairment of the contact in the device header to the contact of the sensing node b. An x-ray would be needed for further investigation. Ts further discussed that the secondary vector appeared to be a viable vector and in case no noise is possible to recreate. No adverse patient effects were reported. This system remains implanted.